Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. Correction to b5 - it was reported that four (4) oxygen barrier (multilayer) parenteral nutrition containers were leaking from the handle. H10: four (4) devices were received and evaluated for this event. An underwater leak was performed which revealed that two (2) bags leaked from an opening in the welding close to the handle of the bags. The reported condition was verified on two (2) samples; however, not verified on the other 2 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was reported that only (1) oxygen barrier (multilayer) parenteral nutrition container was leaking from the handle. Additional samples were returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an oxygen barrier (multilayer) parenteral nutrition container was leaking from the handle. The leak was identified during an unspecified process step while a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.